Manufacturer narrative:
Investigation summary: bd had not received samples, but 11 photos were provided for investigation. The photos were reviewed and the indicated failure modes of additive abnormality and foreign matter outside the tube was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was observed. The issue of foreign matter outside the tube with the same retention samples was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes additive abnormality and foreign matter outside the tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® serum blood collection tubes that six (6) tubes contained abnormal white clumps of additive. There was no health impact or consequence reported.

Event description:
It was reported prior to using bd vacutainer® serum blood collection tubes that six (6) tubes contained abnormal white clumps of additive. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.